Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 419 mg/dl when he inserted sensor and also stated that this happened due to cold. The customer stated that he corrected high blood glucose value but he was still unable to get into auto mode. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.